Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and the abutment was removed (B)(6) 2015. On (B)(6) 2015, the patient underwent revision surgery and an internal magnet was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.